Manufacturer narrative:
The field service engineer (fse) was at the customer site and observed that the drv (debubble release valve/drain valve) required replacement. He replaced the drv, calibrated, and performed reference adjustment. The fse then ran autofocus and controls successfully. The repairs were verified as per service procedures. (B)(4).

Event description:
The customer reported that their iq 200 system was experiencing positive qc and autofocus failures. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.